Event description:
Muquit, s., moussa, a.a., basu, s. 'Pseudofailure' of spinal cord stimulation for neuropathic pain following a new severe noxious stimulus: learning points from a case series of failed spinal cord stimulation for complex regional pain syndrome and failed back surgery syndrome. British journal of pain. 2016. 10(2):78-83. Doi: 10.1177/2049463715622795. Summary: we describe a series of seven patients who experienced acute therapeutic loss of spinal cord stimulation (scs) effects following an acute nociceptive event unrelated to primary pathology. Reported events: patient 1: a (B)(6) female patient with spinal cord stimulation (scs) for complex regional pain syndrome (crps) of the right leg and foot achieved >75% coverage of their painful area and >50% pain relief, but they underwent a metatarsal fusion surgery of the crps affected limb, following which stimulation was lost completely. Reprogramming achieved coverage between the patient's thigh and knee but not further peripherally. At the time of the report the patient had stimulation turned off with a plan to re-attempt programming in 3-4 months. The authors reported that 5 out of 7 study patients were implanted with a restore primeadvanced 37702 neurostimulator while the remaining two had rechargeable restore sensor 37714 neurostimulators, but it was not stated which patients had which. All patients reportedly had specify 2x8 39286 electrodes. It was not possible to ascertain any further specific device information (such as serial/lot numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.